Event description:
Sorin group deutschland received a report that the s5 double head pump displayed error messages and failed to work when powered up during installation. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double head pump. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed error messages and failed to work when powered up during installation. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.